Event description:
A valiant captivia stent graft (vamc3834c150tj) was intended to be implanted during the endovascular treatment of a 51mm thoracic aortic aneurysm . It was reported during the index procedure that the access vessel had a strong tortuosity which significantly bent the valiant captivia device preventing the delivery of the stent graft to the target position. It was reported that the outer sheath of the delivery system became bent and could not be advanced. Excessive force was not used. It was confirmed that no damage was noted to the device's or packaging or delivery system prior to insertion into the patient. Per the physician the cause was due to the patient's anatomy and it was noted that it was difficult to transmit force when advancing due to existing artificial blood vessels and a y-graft replacement that was insitu. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.